Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl, a loss of consciousness, and a car accident resulting in a perforation in (B)(6). The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with (B)(6). Additionally, customer reported healthcare provider treated bg level with carbohydrates, however, this could not be confirmed as customer could not recall sequence of events due to loss of consciousness. No information was provided regarding the release date, however, customer indicated the issue was resolved and no permanent damage was sustained.